Event description:
It was reported the patients blood glucose level rose to 346 mg/dl while wearing the pod between 1 and 4 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received deployed. Inspection of the device discovered a torn soft cannula. The torn soft cannula measured out to be 0.603" from the nail head, which is out of specification. The shortened soft cannula explains why the soft cannula was not observed in the bottom housing viewing window. The damage observed included the exposed and some of the unexposed portion of the soft cannula, just before the tip of the formed needle. Fluid was not able to properly flow through and complete the fluid path due to the damage created by the tear, the damage which removed the distal tip and cross drill of the soft cannula entirely. However, the downloaded data did not show any timeouts or drive stalls that could indicate a failure of the device to deliver insulin. Although damage was observed on the exposed and some of the unexposed portion of the soft cannula, the timing and cause could not be determined.